Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a blank display. Problem isolated to the motherboard. Further testing was not performed due to the blank display.

Event description:
It was reported that the insulin pump had a constant tone and the buttons were unresponsive. No further info was provided.